Manufacturer narrative:
Date received by manufacturer: 23jul2019. User facility is the source of the report. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 09aug2019. Date of report: 27aug2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer verify the circuit exhalation port is not occluded and perform flow sensor testing. The customer reported replacing the flow sensor assembly and the issue was resolved.

Event description:
It was reported that the unit declared an error 1203 (low leak co2 rebreathing risk) alarm and a low rate alarm. The device was in use at the time of the event; however, there was no patient harm.